Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5fr non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for predilation. The balloon was inflated twice; at 20 atmospheres and at 24 atmospheres. However, upon the third inflation, the balloon ruptured at 23 atmospheres after a duration of 90 seconds. The device was completely removed and the procedure was completed with this device. No patient complications were reported and the patient¿s status was good.